Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Pump had corroded motor home switch. Insulin pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool while still connected to insulin pump. Customer reported that as a result, there was fluid under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.